Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient presented in the or for a generator change out. Externalized conductors were previously observed on the lead. No lead anomaly was noted. The lead was explanted and replaced. No further information is available.